Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported event appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices using a pre-close technique via an 8f sheath prior to a transcatheter aortic valve replacement (tavr). Reportedly, suture breaks occurred with the two proglide devices. The sutures of two new proglide devices were successfully pre-placed and the tavr procedure was performed using a maximum sheath size of 18f. The pre-placed sutures were used successfully to achieve hemostasis after the tavr was complete. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.